Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the patient initially underwent a lap high anterior resection on the (B)(6) 2018. The surgeon started the procedure and was comfortable using the harmonic. He skeletonised the ima and proceeded to transfer the vessel with the advanced hemostasis button. It appeared to seal the vessel well and no bleeding was noted. However, the patient deteriorated on the ward and was taken back to the theater where it was noted that there was bleeding from the site where the ima was taken. 4 litres of blood was auctioned from the patients abdomen.

Manufacturer narrative:
(B)(4). Additional information requested and the following was obtained: how long has the surgeon been using the device? This was his second case. Approximately how lateral to the aorta was the ima transected? Awaiting response from the surgeon. What is the approximate width of vessel where it was transected? Am waiting a response from the surgeon. Any generator alert screens seen throughout surgical procedure? There were no alerts from the generator. Is the generator log available? There are two generators in the hospital so I couldn¿t tell you which one we used on the day now. How long after the surgical procedure was the bleeding identified? 4 days post op were there any unusual development in the recovery room that could have resulted in increased intra-abdominal pressure or excessive hypertension? Awaiting answer from surgeon. What is the current patient status? The patient has been discharged and doing well.